Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15130. It was reported the patient experienced a change in stimulation and it was discovered both of the patient's leads had migrated. Surgical intervention was undertaken, but attempts to reposition the left lead were unsuccessful. The physician explanted and replaced the lead. The right lead was able to be repositioned. The patient reported effective stimulation coverage postoperative. It is unknown which lead was explanted, therefore explant dates are being reported on both leads.